Manufacturer narrative:
This report corresponds to the original cuff. See report reference 2124215-2022-21908 (bsc reference (B)(4) for the attempted cuff.

Event description:
It was reported that the patient presented with a leak in their artificial urinary sphincter (aus). The aus system was removed and complete replacement was attempted. During the procedure, the urethra was injured. The physician opted to implant the pump and pressure regulating balloon (prb) and to implant the cuff at a later date. It was further noted that the original cuff was found to be malpositioned though there was no impact to the patient or device as a result. There were no additional patient complications reported.

Manufacturer narrative:
Refer to manufacturer report: 2124215-2022-21908 for the urethral injury.

Event description:
It was reported that the patient presented with a leak in their artificial urinary sphincter (aus). The aus system was removed, and complete replacement was attempted. During the procedure, the urethra was injured. The physician opted to implant the pump and pressure regulating balloon (prb) and to implant the cuff at a later date. It was further noted that the original cuff was found to be malpositioned though there was no impact to the patient or device as a result. The cuff component was implanted after the urethra healed to complete the aus system. There were no additional patient complications reported. This report corresponds to the original cuff.